Manufacturer narrative:
Please see section a for patient information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to test the navigation system. It was reported that the router was replaced, and the system then performed as intended. Codes b01, c07 and d02 are applicable to this evaluation. H3: analysis was performed for product 9735799, lot number 1508350993500634. It was reported that there was no issue - it was bench tested, and there was no fault found. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an issue during surgery. Initially, when the system was booted up, it was very slow to respond and unresponsive when selecting the surgeon profile and procedure. The site had to restart the unit 2-3 times before being able to move to registration. Additionally, the system intermittently displayed an "unable to connect" error on both carts. While navigating, the instruments were not visible or navigable. The site had to toggle the eyeball icon off and on again for the instruments to appear. Eventually, the site swapped to a different system to complete the surgery. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735665, serial/lot #: (B)(6) , ubd: , UDI#: ; product ID: 9735670, serial/lot #: (B)(6) , ubd: , UDI#: ; product ID: 9736401, serial/lot #: -, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A1102 was coded for the error message. A110201 was coded for when the system booted up, it was very slow to respond and unresponsive when selecting the surgeon profile and procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.